Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. Another 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation; however, during inflation at 4 atmospheres, it also ruptured. Subsequently, an 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation, but also ruptured during inflation at 4 atmospheres. The procedure was completed with a non-boston scientific product. There were no patient complications nor injuries reported.